Event description:
It has been reported to philips that fluoroscopy was not possible. The issue was found during clinical use, which resulted in a delay to therapy. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was performed when the issue happened, and the procedure was aborted, and it got rescheduled. After inspecting the system, the philips remote service engineer (rse) verified that fluoroscopy is absent. Examining the log file verified that the generator's cube was malfunctioning. After troubleshooting, fse discovered that the engineer was unable to interface with the x-ray generator's main control unit. The supplier's part analysis was unable to definitively identify the reason behind the x-ray generator failure, so fse replaced the x-ray control unit and swapped out the resistor with a temperature sensor. After the replacement, of x-ray control unit replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.